Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an air leak in a fluid delivery line valve. They need to replace but cannot locate part numbers or instructions in the service manual. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they had failing inlet pressure (ip) on valve on the arctic sun device fluid delivery line (fdl). They need to replace but cannot locate part numbers or instructions in the service manual, sn #(B)(6).

Event description:
It was reported that the biomed stated they had failing inlet pressure (ip) on valve on the arctic sun device fluid delivery line (fdl). They need to replace but cannot locate part numbers or instructions in the service manual, sn #(B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.